Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that a brea k occured in the abdominal cavity in 1996. At that time the lead was repaired and used again. A bbreak occurred again in march 1997 and the lead was explanted.